Event description:
This spontaneous case describes the occurrence of abdominal pain ("intense pain in abdominal area"), inflammation ("inflammation"), fallopian tube disorder ("fallopian tube issues") and pelvic discomfort ("discomfort") in a (B)(6) female patient who had essure inserted for in vitro fertilization. Other product or product use issues identified: off label use in unapproved indication ("essure for ivf"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2020 she experienced abdominal pain (seriousness criteria hospitalisation, medically important and intervention required), inflammation (seriousness criteria hospitalisation and medically important) and fallopian tube disorder (seriousness criteria hospitalisation and medically important). On an unknown date she experienced pelvic discomfort (seriousness criteria hospitalisation and medically important). Essure was removed on (B)(6) 2022. The patient was treated with surgery (fallopian tube being removed). On (B)(6) 2022, inflammation and fallopian tube disorder had resolved. At the time of the report, the abdominal pain and pelvic discomfort. No causality assessment was received for essure with regard to abdominal pain, inflammation, fallopian tube disorder or pelvic discomfort. The reporter commented: other products: no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of abdominal pain ('intense pain in abdominal area'), inflammation ('inflammation'), fallopian tube disorder ('fallopian tube issues') and pelvic discomfort ('discomfort') in a 39-year-old female patient who had essure inserted for in vitro fertilization. Other product or product use issues identified: off label use "essure for ivf". On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), inflammation (seriousness criteria hospitalization and medically significant) and fallopian tube disorder (seriousness criteria hospitalization and medically significant), lasting 562 days and experienced inflammation (seriousness criteria hospitalization and medically significant) and fallopian tube disorder (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (fallopian tube being removed). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the inflammation and fallopian tube disorder had resolved. At the time of the report, the abdominal pain and pelvic discomfort had not resolved. The reporter provided no causality assessment for abdominal pain, fallopian tube disorder, inflammation and pelvic discomfort with essure. The reporter commented: other products: no. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.